Event description:
Additional information received 04apr2023: both devices were in patient contact and they were able to complete the procedure with the second device which opened only partly.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 event summary as reported, two ngage nitinol stone extractors were not opening properly. The procedure being performed was a normal kidney stone removal. Reference this report for device associated with lot number 15120088. Reference patient identifier (B)(6) for device associated with lot number 15179862. The device was tested prior to use in an uncoiled position and there was no attempt to close the basket prior to removal from the plastic tray. The handle was in a straight position pointed towards the patient's body. Both devices were in patient contact and they were able to complete the procedure with the second device which opened only partly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. Two devices were returned to cook in the same ziploc bag for investigation. It was not possible to determine which device was from which complaint. Device 2: the returned device was found to have a basket that would function, but a popping sensation was felt during actuation. The handle was removed from the basket assembly and the basket was manually functioned, with the popping sensation remaining. A document-based investigation evaluation was performed. The nonconformance basket/grasper will not open/close was related to the complaint issue. All devices from the lot were tested for functionality multiple times during manufacturing and quality control checks. All devices from the lot that were shipped to customers passed all the in process checks. One related nonconformance was not enough evidence to indicate that nonconforming product exists in house or in field. A lot history search found no other complaints had been reported for this lot. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded the cause for the popping sensation could not be determined but did indicate that the device likely did not function properly during use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10mar2023: the procedure being performed was a normal kidney stone removal. The device was tested prior to use in an uncoiled position and there was no attempt to close the basket prior to removal from the plastic tray. The handle was in a straight position pointed towards the patient's body. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, two ngage nitinol stone extractors were not opening properly. Reference this report for device associated with lot number 15120088. Reference patient identifier (B)(6) for device associated with lot number 15179862. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.